Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue. The device memory indicated an atrial tachyarrhythmia therapy (atrial lead position check). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited atrial lead position failure, low p-waves and possible undersensing. The lead remains in use. No patient complications have been reported as a result of this event.